Event description:
It was reported that an electric heating pad's shutoff function did not work, causing the chair and cushions to catch on fire. The fire department was called. The unit was used on the medium setting for her back pain in the early morning. The unit was used behind her back with a towel over it due to pain from her stroke last year. Once she was done, she went to sit outside for about 45 minutes, and the unit was left unsupervised. When she came back in her apartment, the heating pad had flames and was smoldering and smoking because it reportedly did not shut off. Her couch, pillow, a homemade blanket, and a couple of (B)(6) rugs were burnt. She did not suffer any smoke inhalation, nor was she taken to the emergency room. Her heart monitor was the only other thing plugged into the outlet. The unit has been discarded. There was reportedly nothing left of it but does have pictures. The end user had a previous stroke and has trouble getting around and deals with pain because of the stroke, mainly in her back and feet. She has no use of her left hand. A follow-up interview with the end user was conducted on (B)(6) 2020. She is doing ok. Her neighbor called the fire department. She had been using the unit, left it on unsupervised and went outside to have coffee for about 45 minutes. There was no candle being used. Her renter's insurance took care of everything and has reimbursed her. The end user's aide was not there at the time of our phone call (she is typically there from 8-11am cst). The end user was unsure of how to send photos. The unit had been in service for 2 months, and she had no prior problems with it. The end user reported that there were photos available of the unit and the property damage. As of (B)(6) 2020, a total of 9 requests have been made to have the photos sent. The photos show the outside edges of the heating pad are burned and charred but there are no burn marks on the cord, plug, or controller.

Manufacturer narrative:
Received the following response from the manufacturer: our factory has checked the photos and the cap content you attached. We believe that the main problem of this burning is caused by improper use by the end consumer. Our product is designed and produced in strict accordance with the requirements of ul130. And the whole product has the etl certification, the design and reliability of the product should be very good. We did self-verification from the following aspects, two heating pad samples were randomly checked from the bulk, and three testing effects were simulated. Normal test; heating pad body folded at one angle; heating pad body three-layer folded (it's really harsh because the instructions emphasize that you can't fold it!!). As we can see the result from the temperature rise diagram in the attachment, temperature control can play a protective role. When the temperature reaches or exceeds the set temperature, heating will automatically stop. The composition of our heating pad materials, all of which are flame retardant materials with high ignition point, such as the cover and acupuncture cotton are uesed polyester material. The plastic parts are abs,pc and other materials. Pvc leather, power cord, heating element and connection wire are ul certified. You can refer to our etl complete machine certification. The attached etl report is strictly in accordance with ul130 standard. The heating pad of this size must have 3 temperature controls, which we also meet the requirements. To sum up,the cause of the burning maybe one is because of the other reasons,such as smoking and the other is the improper use of the terminal customer,such as misfolding or rolling up on pillows or sofas. This is strictly prohibited in the instructions.

Event description:
This is a follow-up to the original report.